Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. The evaluation of the device is still in progress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the image on the monitor was displayed intermittently during a diagnostic procedure. The procedure was finished with another similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to update section d9. The subject device was evaluated, and the reported issue was confirmed. In addition, scratches on the screen were also identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was caused by a defective printed circuit board. However, the definitive root cause of the defective circuit board could not be determined. Olympus will continue to monitor field performance for this device.